Manufacturer narrative:
Investigation summary: no samples (including photos) were returned; therefore, the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Involved medical device: ¿spr insu microfine 0.5ml 836503¿, lot: lot: 23080327, date of incident: on (B)(6) 2024. Description of the incident: ¿when the user removes the protective cap, the tip detaches from the syringe body and remains in place the cap. When I drew it up at the pharmacy, the syringe was still intact. The detached tip shows that the internal plastic tube leading to the metal cannula is inside has been canceled. The defect was noticed before administration and injection was not possible. No patient risk, therefore, not a critical defect.¿